Event description:
On (B)(6) 2012, the lay user/patient in USA contacted lifescan to report the one touch verio iq meter was reading the blood sample as control. There was no patient injury associated with this issue. There was no indication that the product caused or contributed to an adverse event. However, as the issue was not resolved with troubleshooting, this complaint is being reported. The patient¿s test strips were returned to lfs for evaluation. Product analysis was performed and the test strips passed testing with no problems found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The patient's test strips were returned to lfs for evaluation. Product analysis was performed and the test strips passed testing with no problems found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4): the meter was evaluated and the primary complaint was not confirmed. Pa unable to duplicate the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.